Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's battery had slipped down and patient has not been able to charge their implant for the last 2 months. Communication can't be established with either programmer or recharger. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.